Manufacturer narrative:
This device was not returned to numed for investigation. The original user facility medwatch report provided only minimal information. The user facility was contacted and was unable to provide any additional information. Since the lot number is not known, the manufacture date and expiration date can't be confirmed. This device was not used on a patient. A sample catheter of the same catalog number was pulled and tested for inflation/deflation specifications. The balloon was immersed in a body temperature water bath and inflated to rated burst pressure of 4 atm. A vacuum was then drawn on the catheter. The time until total deflation was measured. The catheter reached full deflation in 7 seconds, which is well below the 10 seconds specification for deflation time for this catalog number.

Event description:
As per the medwatch report received from the FDA - "while prepping the balloon, the balloon would not deflate completely. A new balloon was obtained and procedure was completed. Original device was not used on patient. Reportedly, there was no harm to patient."